Manufacturer narrative:
The samples were collected in bd lihep plasma sample tubes and centrifuged for 6 minutes at 4400 rpm. Per the customer complaint record, qc was performing within the customer's established limits on the date of the event. System checks performed on (B)(6) 2011 both passed within instrument specifications. A field service engineer (fse) was dispatched for this event. The fse was onsite over several days ((B)(4) 2011) and performed several significant hardware repairs. The hardware was verified by the fse that the instrument was operational. Although the instrument was repaired prior to returning it into service, a definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously elevated troponin (accutni) results above the acute myocardial infarction (ami) cut-off for one (1) patient's sample, generated by the access 2 immunoassay system. The erroneous results were not reported out of the laboratory. Repeat testing of the patient sample on a different instrument produced lower results within the normal reference range that matched the clinical picture of the patient. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.